Event description:
It was reported that a ventilator was noisy but not in use on a patient at this time. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The factory service engineer (fse) inspected the device and verified the malfunction. The fse found the crank arm was detached from the gearbox. The fse replaced the bearings. The unit then passed final inspection and performed electrical safety testing.